Event description:
It has been reported to philips that a hard disk ran out of space and could not store more records. There was no reported patient or user harm. The philips remote service engineer was able to connect, and then they recreated the image disk database. Philips has continued to investigate of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the device was in use for a diagnosis procedure when the issue occurred, and the procedure was completed as planned by restarting the system. The philips remote service engineer (rse) inspected the system remotely and confirmed that memory was full and problem with database. Review of the system log files confirmed the malfunction ¿exposure not possible. Image disk full¿. Upon troubleshooting, the rse recreated the image database. After recreating the image database, the system was returned to use in good working order. The codes were updated based on the investigation outcome.